Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4)., check IV set (B)(4). Replaced upper transducer for 240.4150 error. Replaced bezel assy lower hinge cracked. Replaced damaged pins right, left iui, and frame memb. (B)(4).